Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspectinos & results: head rotates, abc,yes, nose shroud cracked/broken, abc,no, staples in nose, abc,yes(1), staples in the track, a(9),b(5),c(17), trigger engaged with precock, abc,yes. Functional tests & results: cycled instrument, abc,yes. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional tests, it was concluded that the reported "devices were empty", actually was a "jammed" instrument (a) in one of the three devices. This resulted from an inverted staple in the cartridge nose of instrument. No conclusion could be reached as to how the staple became inverted in the nose. The other two instruments (b) and (c) were inspected, found to be functional, and fired the remaining staples without incident. Co reviews each incident as it occurs in an effort to continuously improve products and processes.

Event description:
It was reported the devices were used an unknown procedure. It was reported by the affiliate that the devices were empty. Additional information received on 08/08/97. It was stated by the affiliate that there was no patient consequence, therefore facility changed the consequence to patient field. It was also stated that the first device fired only 9 staples the second device only fired 13 staples. Because of this additional information facility changed the nature of inquiry field.